Event description:
The patient contacted animas on (B)(6) 2012 alleging the animas insulin pump has a power issue. Reportedly, the subject pump is having repeated power loss followed by verify screen, loss of prime warning, and the time/date reset to the factory default. The patient indicated the power issue is due to a damage battery cap. Subsequently, the patient awoke with the subject pump powered off while his blood glucose was 419 mg/dl. He had frequent urination and confusion. The animas representative recommended that the patient stop insulin pump treatment, take treatment with syringe injections, and contact his hcp for advice. During troubleshooting, the animas representative verified that the battery cap has never been changed per instruction for use (IFU). The patient was unable to secure the batter cap onto the pump per IFU. There was no moisture issue. This complaint is being reported because the patient allegedly had elevated blood glucose with symptoms that can be suggestive of hyperglycemia after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.